Event description:
It was reported that the insert trial was broken during impacting ps 8mm insert 3 times after the femoral and tibial implant were implanted. There was no particle in the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a scorpio nrg insert trial #5 8mm was reported. The event was confirmed. Method & results: the trial was fractured. Impact damages were observed on the distal edges of the device. Patient factors were reviewed as there is no indication found that the event was patient related. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the investigation concluded that fracture was caused by it was determined the impact damage was observed on the distal edges of the insert trial, suggesting that it may have been misaligned on the tibial tray during impaction. Fracture of the insert occurred in multiple rapid overloads.

Event description:
It was reported that the insert trial was broken during impacting ps 8mm insert 3 times after the femoral and tibial implant were implanted. There was no particle in the patient.